Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call she doesn't hear the alarm. The customer's blood glucose was 97 mg/dl at the time of incident. Customer trouble shoot for possible audio issue. The device was not expected to be returned for analysis.